Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she felt stimulation in the wrong location. The patient reported that stimulation was supposed to go to left legs and toes but she only felt stimulation in her back. The patient reported that she had not made any adjustments herself. The patient reported that she had started exercising and could be related to this issue. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.